Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment, stent damage was noted. The pci procedure treated the 99% stenosed and severely calcified target lesion located in the severely tortuous distal right coronary artery. Treatment consisted of pre dilation with two unspecified balloon catheters (1.25mm, 1.5mm) and the attempted placement of a 2.5x24mm taxus express2 stent, but the physician was unable to advance the stent delivery system across the lesion. The physician changed the guide catheter and tried a two wire technique with no result. The physician then attempted to cross the target lesion with a 2.5x20mm taxus express2 stent, but again could not cross. Upon removal of the device, stent damage was noted. The procedure was completed with balloon angioplasty. No patient injuries or complications occurred and the patient condition was listed as good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).